Event description:
On april 10, 2026, senseonics was made aware of an incident where the patient experienced significant bleeding from the site of sensor removal requiring visit to emergency room where the patient was treated with medical adhesive and a bandage. The event happened on 09 apr 2026 at around 08:00 pm.

Manufacturer narrative:
The patient had their sensor removed on (B)(6) 2026 after which the site was severely bleeding. The patient was brought into the emergency room (ER) at 8 pm. The removal site was glued with a medical adhesive and then a bandage was placed. The patient replaced the bandage the following day and noticed that bleeding had stopped. The patient was doing fine. Bleeding from the insertion/removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the data management system (dms) showed that patient was in active use of the system with current information.